Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was driving and became confused so he stopped his car. He entered a grocery store and had an altered level of consciousness. He created an unspecified issue within the store [presumed to refer to agitation or erratic behavior], the employees called the police. The officer found the patient sitting in his car. He informed the officer he was diabetic, and after the officer instructed him to eat a banana which was in the vehicle, the patient was arrested and charged with a misdemeanor. After the patient ate food, he recovered and felt good. No bg finger stick, cgm values, or further event information was reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.